Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Event description:
Device report from synthes europe reports an event in netherlands as follows: a canine was implanted with a lcp plate construct and screws on an unknown date however, the implants were removed on an unknown date several weeks later due to an infection caused around the implants. Following removal of the implants the parts show signs of corrosion. Reportedly there is a black discoloring of the plate at the area of some of the screw holes. It was noted that after washing and decontaminating the material the discoloring and corrosion still existed. Also it was reported that the plate was bent and one of the screws show signs of corrosion at the transition area shaft and head. Revision surgery occurred however the date is unknown. This is for the unk - screw cortex. This is 1 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is a veterinary product. Device is similar to a device marketed for human use. (B)(4).

Event description:
This is 2 of 3 reports for this event.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Macroscopic assessment of the lcp plate showed discolored areas at different holes, presumably at the contact area with the screws. The different plate holes showed scratches and damage at the coned areas. Additional damage probably fro bending with some instruments was also documented. Macroscopic assessment of the screws revealed a damaged convolution of the thread close to the screw head. Discolored areas could be documented on the entire screw heads and on the transition to the shaft. The examination by scanning electron microscope, sem, revealed residues at the screws and plate at the discolored areas and damage could be documented in the plate holes, the marks and position of the plastic deformations coincide with the contact point of the screw. Since the discoloration of the implants occurred between screw and plate, it can be assumed that a micro movement between the screw head and the plate led to friction with subsequent light debris. The energy dispersive spectroscopy, eds, investigation of the residues on the screws and plate revealed organic residue, likely origin from blood and tissues. Traces of metal components could be detected which consist of fe and cr. Since the implants consist of fe, cr and ni the residues might point to a martensitic steel due to the lack of ni detection. It must be taken into account that the nickel content from stainless steel implants material might have migrated into the surrounding tissue. Usually material transfers from the softer to the harder but not vice versa. The micro structure of the used material was examined in a cross section and found to be according to the standards. There were no irregularities or signs of embrittlement evident. The screws and plate are manufactured from stainless steel, which is specified as surgical implant material in the standard iso 5832-1, (B)(4) . From the article number together with the fabrication lot number we can trace the production records as well as the implant material lot, its certificates and internal testing records. Prior to production the implant material has undergone an intense and systematic material acceptance testing and was released for manufacturing only after compliance with the specifications was established. The screws and plate are manufactured from raw material complying with or exceeding the requirements of the international standard and of the ao specification.

Event description:
This report is #1 of 3 for complaint (B)(4).